Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 368650, batch no:8347768. It was reported the eclipse needles came discolored with a dirty appearance, resembling dirt or burning on the inside of the blister packaging. Eclipse pah looks to be dirty not sterile; it has dark edges resembling dirt or burning on the inside of the blister packaging. "We received the attached product still in package that has a discolored dirty appearance this was on a few of these products and is very concerning. The product is still sealed completely. I kept one in office for reference. This is a bd vacutainer ref #368650. Lot 8347768 exp.11-30-2021."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 368650 batch no:8347768 it was reported the eclipse needles came discolored with a dirty appearance, resembling dirt or burning on the inside of the blister packaging. Eclipse pah looks to be dirty not sterile; it has dark edges resembling dirt or burning on the inside of the blister packaging. "We received the attached product still in package that has a discolored dirty appearance this was on a few of these products and is very concerning. The product is still sealed completely. I kept one in office for reference. This is a bd vacutainer ref #(B)(4). Lot 8347768 exp.11-30-2021."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.